Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd ultra-fine¿ insulin syringe was found with multiple malfunctions as "the needle hub separated and the plunger rod was difficult to move." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub separated and also plunger rod difficult to move. The syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage the barrel was observed. The plunger rod was also tested and the plunger rod was able to move easily in the barrel without any observed defects. (B)(4) has been opened to address the hub separates issue. A review of the device history record was completed for batch# 7198821. All inspections and challenges were performed per the applicable operations qc specifications. There was seven (7) notifications [200708264, 200707952, 200708496, 200707760, 200707881, 200708296, 200707977] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move). Investigation conclusion: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA 97451 has been opened to address this issue.

Event description:
It was reported that before use a bd ultra-fine¿ insulin syringe was found with multiple malfunctions as "the needle hub separated and the plunger rod was difficult to move." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
"It was reported that before use a bd ultra-fine¿ insulin syringe was found with multiple malfunctions as ""the needle hub separated and the plunger rod was difficult to move."" There was no report of exposure, injury or medical intervention needed."